Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg ceased working approximately 2 years after it was implanted. The patient indicated she has been unable to have her ipg replaced and is now desiring to have her scs system working again. The sjm representative is to contact the patient.